Manufacturer narrative:
Follow-up #1: date of submission 08/19/2016. Device evaluation: the device has been returned and evaluated by product analysis on 07/26/2016 with the following findings: no unexpected power on reset events were observed in the black box history. Moisture was observed under the display lens. A leak test determined a display lens leak. The pump powered on with audible and vibration; however, the display remained blank. The pump was opened; there was moisture damage found on the display flex and connector. A test display used and the pump was fully functional. The remaining steps were unable to be investigated for the reported ¿no power¿ complaint due to the blank display. Unrelated to the complaint, a cracked battery compartment was observed below the grip pad to the case seal. The battery cap was also observed to be stripped at the threads; a test cap was used to complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture behind the display. There was on indication of damage to the pump. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.